Event description:
Had 8 dexcom g7 continuous glucose monitors all from the same lot number. Applied 4 in a row to replace a dexcom g7 that ran out of time after 10 days of use. All four replacement monitors failed after successfully pairing with the iphone app but after 3-4 minutes gave a fail warning and requested the monitor be replaced. Upon removal the sensors had just a stubby wire attached to the monitor as opposed to a normal 6-7 mm wire. I believe the remaining wires are embedded in the back of my arms. After doing four monitor replacements with the same results, I contacted the company and informed them of my issues. They mentioned that they could do a regular replacement on the four units that were bad after implantation and could do a courtesy replacement on three of the four that I had not used yet but that customers had a limit of 3 courtesy replacements every year. They totally downplayed the health risks of leaving the four embedded broken wires in my arms, but I do not trust them. The company should be investigated regarding the long-term detrimental side effects of leaving those wires under my skin and should face a recall of all the sensors in that lot number and replace them all for free. The lot number is 1824317004 with a manufacturing date, 27-mar-2025. Reference report #mw5168488, #mw5168489, #mw5168490.